Event description:
St. Jude medical rep reported that he was unable to interrogate the ICD. Multiple attempts were made to troubleshoot but all were unsuccessful. The decision was made to explant the device.